Event description:
On (B)(6) 2013, the physician opened the advanta aft with flared edge, but it was straight edge not flared. Also, it should have been 6mm but the physician suspected that it was 7mm. The package was already opened, so the physician kept his procedure with trimming the edge of the graft.

Manufacturer narrative:
Upon sample receipt, and the receipt of the completed investigation, a follow up report will be submitted.